Event description:
Boston scientific received information that the health care professional (hcp) reported that the pacemaker reached elective replacement near (ern) four months ago with a magnet rate of 90. The hcp stated that this pacemaker only lasted five years. The patient is pacemaker dependent and would get light headed with any testing. Boston scientific technical services (ts) discussed change out options with the hcp. No other adverse patient effects reported.

Event description:
Subsequently, additional information received states that this device was removed from service with a reason of normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the pacemaker remains in service. Should additional information become available this investigation will be updated.